Manufacturer narrative:
A complete lead was returned in one piece measuring 57.3 cm. Visual and x-ray examination found the inner coil inside the connector region overtorqued and no other anomalies besides procedural damage. No conductor fractures or internal shorts were noted. The reported events of failure to convert rhythm and defibrillation problem were unconfirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has deceased. The patient experienced ventricular tachycardia and fibrillation and the single chamber implantable cardioverter defibrillator system (ICD) delivered anti-tachycardia pacing (atp) and high voltage shock, but was unable to convert the rhythm. There was no allegation from a healthcare professional that the death was caused by the ICD system. The cause of death was not determined. The physician explanted the ICD and right ventricular lead.